Event description:
It was reported that this patient underwent a device change out procedure. Shock impedance measurements of greater than 200 ohms were observed on this right ventricular (rv) lead coil upon tightening down the pin into the device header of the newly implanted device. The pin was reinserted to ensure it was seated into the header correctly and the measurements remained out of range. Technical services (ts) recommended troubleshooting by connecting the previous device to verify values. Additional information from the field noted no further troubleshooting had been performed to determine the cause and ultimately the device shock vector was programed to rv coil to can. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).